Manufacturer narrative:
(B)(4). Age/date of birth: unknown, not provided. Sex/gender: unknown, not provided. If explanted, give date: not applicable as the lens remains implanted. Phone number: (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the insertion of an intraocular lens using the preloaded insertion system, model pcb00v, a foreign material about 0.5mm in size, was found in the patient's eye during irrigation and aspiration. The surgeon removed the foreign material. The lens remains implanted. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Device evaluation: foreign material was evaluated. The material was analyzed using (B)(4). The results of the analysis concluded that the foreign material is consistent with (B)(4). (B)(4) is the material of the plunger screw, preload twist inserter, that is used in the pcb00v device as one of its components. Based on review of the cartridge photo, it was concluded that the reported tip deformed was confirmed; however, when the tip deformation occurred cannot be determined. A manufacturing record evaluation was performed for this production order (po). The manufacturing process was evaluated and the lenses were manufactured within specifications. A search of complaints related to the po was performed and the search revealed that no other complaint was received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. For the tip deformed issue, based on the manufacturing records review, historical complaint review and non-conformance review, there is no indication of a product malfunction or product quality deficiency. For the reported foreign material issue, product deficiency was confirmed. Corrective actions have been implemented for the confirmed deficiency. All pertinent information available to abbott medical optics has been submitted.